Event description:
Procedure type: unk. Pt gender: unk. According to the reporter: seal is broken off from the device and was moving around inside the sterile box. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 02/19/2009.